Event description:
Information was received that a patient had a refractive surgery in the right eye in 1999. Reporter stated that the patient had lacerations and a partial cut flap in the wrong place on the eye. It was further stated that the patient has experienced injuries including diminished vision.

Event description:
Additional info: per info on the completed adverse event questionnaire received from the user facility: pt was the 4th case during the surgical day. Visual acuity pre-op: 20/20 ou and 20/25 od and 20/20 os. Pt condition was stable and prognosis was fair to good. The serial number of the unit was identified. The unit was tested prior to and after the event. The unit was not returned for eval or maintenance. The unit is currently in use at the user facility.